Manufacturer narrative:
(B)(4). An analysis of the data logs from the subject event has been performed. This analysis concluded that the device shutdown was due to a crash of rosanna_brain application during the load of exams from pacs, due to a known anomaly.

Event description:
Company field service engineer (fse) was present for a case at (B)(6). Before the case started, the surgeon came up to the or to let the fse know that he was having issues pulling from pacs onto the planning station. The error was occurring when hitting 'retrieve' in iqview and causing the software to crash. When fse went to see the problem, the surgeon was able to pull from pacs without any issues. Fse did not do anything to fix the problem or change the process, so it is unclear what the problem was.